Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap appy - "clip applier misfired multiple times and caused tissue to tear."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the jaws were not parallel. The exact cause of the misalignment is unknown; however, jaw misalignment can be caused by device actuation on thick, dense material with the jaws aligned non-perpendicularly to the application plane. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Applied medical has reviewed the details surrounding the incident and related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. Applied medical will monitor its vigilance systems for any developing trends. This document represents our final report.